Event description:
It was reported that the right ventricular (rv) lead triggered an rv defibrillation impedance warning for an impedance measurement that was over the alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.